Manufacturer narrative:
Device manufacture date not available.

Manufacturer narrative:
Device manufacture date not available. The lab is unable to determine the units of measure for this device.

Event description:
Customer states his compact plus meter is displaying results in units of mmol/l. Requested return of device, replacement sent.

Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.